Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue through review of the software logs but not able to duplicate. The device's battery pins were replaced as a precaution. It was observed that one battery returned with device was expired. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.